Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2021-16630, related manufacturer reference number:2017865-2021-16632. It was reported that the implantable cardioverter defibrillator and the right ventricle lead exhibited high capture threshold, low pacing impedance, and sensing noise resulting in pacing inhibition. The implantable cardioverter defibrillator and the right ventricle lead were both explanted and replaced. During the explant procedure, insulation abrasion was noted on the right atrial lead. The atrial lead was also explanted and replaced. Patient was stable.